Event description:
It was reported the patient was disatisfied with their refractive outcome and could not adjust to the iol power. The intraocular lens was removed and replaced without complication.

Manufacturer narrative:
The intraocular lens (iol) was received and is currently being evaluated at the manufacturing site. The surgeon indicated the lens was not the cause of the patient's undesired refractive outcome. The iol met all manufacturing specifications prior to release.

Manufacturer narrative:
The results of our diopter inspection confirmed that the lens diopter power matches the labeled power. These results reasonably suggest this event is not manufacturing related.